Manufacturer narrative:
The technician inspected the side rail sensors, scale and brake set switch and found no issue. The technician zeroed the bed and in-serviced the account on the bed exit system to resolve the issue.

Event description:
(B)(4).